Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, there was frequent over-sensing noise observed on the right ventricular (rv) lead and was unable to reproduce the noise with isometrics or pocket manipulation. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.